Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the possible cause of the impedance is patient related scar/tissue formation.

Event description:
It was reported through remote transmission that high, out of range hv lead impedance was observed. When the patient presented in-clinic, the out of range measurements could not be duplicated, the values were in range. Further testing was recommended. The patient will continue to be monitored.